Event description:
The sterile processing department (spd) aide was pulling out the rack on steam sterilizer #5. The spd aide tried to catch the rack from falling completely off the track when the aide was burned on the side of the face (came in contact with the rack handle). The spd aide went to the ed to be treated. Maintenance was contacted to inspect and noted there is a worn flat spot on the rack's wheels. When the rack got to the flat spot, the rack fell off the cart. Maintenance replaced the four rollers and bushings on the rack and thoroughly inspected cart. No other issues were noted. The cart and rack was placed back into service.